Event description:
Patient's life port catheter was found not working correctly on 5/20/92. X-ray on 5/22/92 revealed catheter in right atrium. Approximately 5 1/4" of catheter removed per fluoroscopy from right atrium.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: unanticipated adverse reaction - long term. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.